Manufacturer narrative:
The treatment tip was not retained by the customer for evaluation. The handpiece was returned and has undergone evaluation. Additionally, the system logs have been evaluated. Based on the evaluation of the data, the handpiece and the system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Further investigation is underway.

Event description:
User facility in canada reported an adverse event of 6-8 small hard red blisters on the left cheek after a thermage treatment on (B)(6) 2018. The provider saw the blisters after she wiped off the grid. This was the first use of the treatment tip. According to the provider, the treatment tip was inspected prior to use and reinspected during treatment before starting each zone and vector. The provider discarded the tip because she didn't see anything wrong with the tip when she looked at it. The highest energy level used on the cheek area was 2.5. The provider says that she used 4 bottles of coupling fluid, however, the tip had to be replaced due to an error code [error code 173 - tip not attached to handpiece] after completing the cheek area and starting on the forehead. Hydrocortisone was applied to the area. The provider gave the patient fucidin-h and a prescription for valtrex. Updated patient information has been requested but has not been received as of 06sep2018.

Event description:
An update email was received from the provider on (B)(6)2018 stating that the patient has since been seen and everything has resolved, indicating no permanent damage or scarring.

Manufacturer narrative:
The device history record was reviewed. Final test verification specifications are acceptable per document number (B)(4). No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date: 06/28/2014. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. The datalog review showed user technique issues occurred that could have caused unsafe conditions. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The datacard confirmed e173 occurred during treatment. This error occurs when there is trace damage to one of the tip thermistors. There is no correlation between e173 and patients burns during thermage treatment. No definitive conclusions can be drawn due to the inability to evaluate the thermage treatment tips. The investigation is complete.